Manufacturer narrative:
Ptc investigation result was received on 23-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot numbers a73761 and b34805 are both invalid. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) or lack of efficacy and a quality defect. Company causality comment: this medically confirmed case report refers a female patient who became pregnant after essure insertion. She had marginal placenta previa and preterm premature rupture of membranes and delivered a healthy baby at (B)(6) of gestation via cesarean section. During this surgery, essure was found perforated the left tube. A salpingectomy was performed; the device was removed and patient recovered. Only pregnancy and fallopian tube perforation are listed in essure reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not perform hsg. After delivery, essure was found perforated in left side. This fallopian tube perforation in association with non-compliant use could be alternative explanations for the reported device failure. Nevertheless, given events nature, a causal relationship with the suspect insert cannot be excluded. Regarding the remaining events, placenta previa refers to the presence of placental tissue that extends over or lies proximate to the internal cervical os. Its sequelae include potential for bleeding and preterm birth; it has also been associated with an increased risk of premature rupture of membranes. Considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus and given the gestational age at the time of events' occurrence; a mechanical interference between the device and the pregnancy cannot be excluded. Therefore, these events were considered as related to the suspect device. Since a surgical intervention was required as events treatment; this case was regarded as an incident. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 09-mar-2016: uterine/tubal perforation with essure questionnaire received from physician who reported that essure insertion was not performed by him or at his office. He provided the contact information of inserting physician. Patient's pregnancy history was updated from gravida 2 to gravida, parity 1 with 1 c-section. No previous gynecological intervention. The patient visited the physician's office with abdominal pain and pregnancy with 7 weeks. On (B)(6) 2015 at time of c-section, essure devices were removed via laparotomy in order to attend a patient's request due to pain. It was not medically necessary. After removal the pain improved and the patient recovered. Follow-up from 15-mar-2016: no new information provided. Company causality comment: this medically confirmed case report refers to a female patient who became pregnant after essure insertion. She had marginal placenta previa and preterm premature rupture of membranes and delivered a healthy baby at (B)(6) via cesarean section. During surgery, essure was found perforated the left tube. Salpingectomy was performed; the device was removed via laparotomy and patient recovered. Only pregnancy and fallopian tube perforation are listed in essure reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, the patient did not perform hsg. After delivery, essure was found perforated in left side. This fallopian tube perforation in association with non-compliant use could be alternative explanations for the reported device failure. Nevertheless, given events nature, a causality cannot be excluded. Regarding the remaining events, placenta previa refers to the presence of placental tissue that extends over or lies proximate to the internal cervical os. Its sequelae include potential for bleeding and preterm birth; it has also been associated with an increased risk of premature rupture of membranes. Considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus and given the gestational age at the time of events' occurrence; a mechanical interference between the device and the pregnancy cannot be excluded. Therefore, these events were considered as related to the suspect device. Since a surgical intervention was required as events treatment; this case was regarded as incident. Based on the available information no product quality defect was confirmed.

Event description:
Incident. Unanticipated. Serious injury. Required intervention/pregnancy complications this is a spontaneous case report received from a medical doctor in united states on 23-dec-2014 which describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 lot number a73761 (right tube) and b34805 (left tube) for permanent contraception. It was reported that patient did not have hsg confirmation test performed. Intrauterine pregnancy was diagnosed in (B)(6) 2014. She was 9 weeks and 6 days pregnant at the time of report (device ineffective). Essure was not removed. The outcome of the event intrauterine pregnancy was not recovered / not resolved. Follow-up received on 14-jan-2015 from physician. The physician (who is not the physician responsible for essure insertion) reported that the patient was seen at the office in the beginning of (B)(6) 2015 and she was 12 weeks pregnant at that time. No further information provided. Follow up 20.jan.2015: ptc investigation results were provided. (B)(4). Final assessment: lot numbers a73761 and b34805 are both invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. In this particular case, also a treatment noncompliance was reported as patient did not have hsg confirmation test performed. According to the rqu the batch numbers referred by the ae case are invalid batch numbers, and hence a batch investigation is not possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Essure questionnaire received on 22-apr-2015 from physician: physician stated that he did not perform the insertion procedure. He also denied any relevant medical history, previous gynecological interventions or concurrent conditions of patient. She was gravida 2 and para 1. Patient did not experience spontaneous abortion, elective abortion or therapeutic abortion. She also did not have ectopic pregnancies. Pregnancy was confirmed by physician with a urine test and ultrasound on (B)(6) 2014, date of patient's first visit with him. The patient's last menstruation period was (B)(6) 2014. The expected date of delivery is (B)(6) 2015. The patient experienced pain along with pregnancy. Her plan is to continue the pregnancy and delivery. At time of the report, the patient was still pregnant and had no plan to remove the devices. Follow up 16-jul-2015: no new clinical information was provided. Follow-up dated 17-jul-2015: upon follow up with the physician; patient initials were confirmed and physician clarified that reported only one case of pregnancy with essure. The case (B)(4) was identified as duplicate of this case. Case (B)(4) will be deleted from bayer database and the following information was added to this remaining case: physician would like to know how to proceed with a pregnant patient, likely to deliver via c-section, with essure in place, who is presenting pelvic pain and did not follow up for essure confirmation test between placement and the pregnancy. Ptc investigation result received on 27-may-2015 for duplicate case (B)(4) ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In this particular case, also a treatment noncompliance as the patient did not follow up for her essure confirmation test was reported. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 13-nov-2015 from physician (case upgraded to incident): according to the reporter, during pregnancy, the patient experienced pelvic pain on left side and was treated with narcotics. On (B)(6) 2015, she delivered a male live birth, singleton via cesarean section. There were no fetal abnormalities. Gestational age was (B)(6), baby weight was (B)(6) grams, apgar score (B)(6). According to operative report notes, patient's preoperative/postoperative diagnoses included preterm premature rupture of membranes and marginal placenta previa. The procedures were performed under epidural anaesthesia and included primary low transverse cesarean section via pfannenstiel; bilateral salpingectomy and removal of essure coil from pelvic sidewall and sigmoid colon haustra by a general surgeon (with minimal difficulty). During the surgery, it was found essure coil had perforated the left tube and was noted to be embedded in the peritoneal surface along the anterior broad ligament on the left side. It extended downward over the ip ligament (suspensory ligament of the ovary) into the pelvic side wall and into the haustra of the sigmoid colon. Signs or symptoms of infection were denied. The coil was removed and patient's pain resolved. The physician considered the events related to essure. Company causality comment: this medically confirmed case report refers a female patient who became pregnant after essure insertion. She had marginal placenta previa and preterm premature rupture of membranes and delivered a healthy baby at (B)(6) gestation via cesarean section. During this surgery, essure was found perforated the left tube. A salpingectomy was performed; the device was removed and patient recovered. Only pregnancy and fallopian tube perforation are listed in essure reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not perform hsg. After delivery, essure was found perforated in left side. This fallopian tube perforation in association with non-compliant use could be alternative explanations for the reported device failure. Nevertheless, given events nature, a causal relationship with the suspect insert cannot be excluded. Regarding the remaining events, placenta previa refers to the presence of placental tissue that extends over or lies proximate to the internal cervical os. Its sequelae include potential for bleeding and preterm birth; it has also been associated with an increased risk of premature rupture of membranes. Considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus and given the gestational age at the time of events' occurrence; a mechanical interference between the device and the pregnancy cannot be excluded. Therefore, these events were considered as related to the suspect device. Since a surgical intervention was required as events treatment; this case was regarded as an incident. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report

Manufacturer narrative:
Follow-up received on 08-jun-2016: despite of follow-up attempts, no response was received to date. Case considered to be closed.